Event description:
It was originally reported that the pt experienced an overstimulation sensation at the neurostimulator (ins) site only when programmed with case positive. Pt was receiving good therapy and did not use case positive in programming. She was at home in good condition. It was later reported that the pt visited her doctor and discussed this event with a medtronic employee. Her ins was not reprogrammed successfully and her pt programmer was replaced. Pt had surgery to fix the problem on (B) (6) 2010. The manufacturer device registration indicated that the pt's ins and lead were replaced. Additional information has been requested.

Manufacturer narrative:
(B) (4).